Event description:
It was reported that impedance check revealed patient¿s one of the leads had high impedance. As such, the patient¿s therapy strength was decreasing on its own and resulting in ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op. The lead was discarded. Investigation was unable to determine which of the leads had high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch:t00005604. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.